Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was implanted within the common bile duct of a cancer patient during an ercp procedure on (B)(6) 2011. According to the complainant, this patient was part of an independent investigator sponsored research study, reviewing the effectiveness of the wallstent biliary covered stent system versus the wallflex partially covered stent system within non resectable malignant strictures. Per study protocol, the wallstent was placed in order to relieve symptoms brought on by the malignant stricture. The stent was successfully implanted on (B)(6) 2011. On (B)(6) 2011, the patient presented to the hospital with elevated crp and bilirubin levels. An ercp was performed under sedation, where it was discovered that the wallstent had dislodged and was occluded. In the physician's assessment, the event was related to the stent, as well as tumor progression. A second stent was implanted within the wallstent, which restored biliary drainage. The patient remained hospitalized for observation for nine days, and was then discharged. The patient was reported to be in stable condition. Reportedly, the patient received aspirin 75mg/day, before and after the ercp procedure.

Manufacturer narrative:
Independent investigator sponsored research study, reviewing the effectiveness of the wallstent biliary covered stent system versus the wallflex partially covered stent system within non resectable malignant strictures. (B)(4): stent dislodged/migrated and stent occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.